Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: although the report of pump unexpected shutdown during an infusion was confirmed during log review, the error was not reproduced during laboratory testing. External inspection identified tamper switch boot cover to be damaged/misaligned. A review of the associated pcu event log found the system was not powered on at the reported date of 13 march 2025. A review of the associated pcu error log identified that a system error code 132.3000.0 was recorded twice (2) on 12 march 2025 at 08:24:02 pm and at 08:28:02 pm. Upon decoding the error system code, it was identified as a stuck closed tamper switch. A review of the associated pcu event log found the system was powered on on 12 march 2025 at 08:01:02 am. New patient had been selected and the profile ¿adult¿ was accepted. The dataset in use was identified as ¿wkh ver 2025-02-05¿. At 07:19:19 pm, channel ¿a¿ pump module, s/n (B)(6), was actively infusing a basic infusion of an unknown drug at the rate of 100ml/h and a volume to be infused (vtbi) of 900ml. Channel ¿b¿ pump module, s/n (B)(6), was actively infusing dopamine (drugid=265), concentration of 400mg/250ml, with patient weight of 90kg, a dose of 3mcg/kg/min and at the rate of 10ml/h and a vtbi of 225ml. Channel ¿c¿, s/n (B)(6), was idle. Channel ¿d¿ pump module, s/n (B)(6), was actively infusing norepinephrine (drugid=484), weight-based dosing, concentration of 8mg/250ml, with patient weight of 90kg, a dose of 0.0296mcg/kg/min and at the rate of 8ml/h and a vtbi of 200ml. Channel ¿d¿ was selected and rate was modified to 10ml/h and infusion was started and was register primary volume infused (pvi)= 44.156ml, an accumulated total from prior performed infusions. After infusion started, the pcu tamper switch was recorded being selected which placed the pcu panel in locked state. At 08:22:47 pm, channel ¿d¿ was selected four (4) times with a false key response. The pcu tamper switch was recorded being selected placing the pcu in a panel unlocked mode. Channel ¿d¿ was selected, and rate was modified to 14ml/h and infusion was started. At 08:24:12 pm, channel ¿d¿ was selected, and rate was modified to 18ml/h and infusion was started and the pcu followed with a system error alarm and recorded the error code 132.3000.0 for a stuck tamper switch condition detected. System off key on the pcu was selected which stopped the active infusions and shutdown the pcu. Subsequent power ons were recorded with the system entering maintenance mode. These events were recorded at 08:25:04 pm and 08:27:12 pm. No more infusions were recorded occurring after the malfunction error event. Laboratory testing could not replicate the unexpected shutdown error. The alaris user manual v12.3.1 stated that regular inspection for damage is required before usage and that failure to perform can result in improper instrument operation. Bd system error tip sheet states that the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Obtain a new pcu. Do not power down until a new pcu is available. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior io returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the reported issue of the pump unexpected shutdown during an infusion is suspected to be due to damaged/misaligned tamper switch which produced a system error code 132.3000.0. Note that this report lists imdrf annex a09, c23, d02, g02034 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the pump "suddenly stopped" during an infusion of multiple medications. Customer alleges the device "gave no warnings, simply states to pull from service". Additional information was made available through due diligence attempts. Dopamine, norepinephrine and lactated ringers were infusing at the time of the event. The screen displayed "system error". The pump shut down automatically after five (5) seconds and was restarted in maintenance mode. The medications were transferred to another set of pumps in under thirty (30) seconds. The patient's vitals remained steady. There was no patient harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the pump "suddenly stopped" during an infusion of multiple medications. Customer alleges the device "gave no warnings, simply states to pull from service". Additional information was made available through due diligence attempts. Dopamine, norepinephrine and lactated ringers were infusing at the time of the event. The screen displayed "system error". The pump shut down automatically after five (5) seconds and was restarted in maintenance mode. The medications were transferred to another set of pumps in under thirty (30) seconds. The patient's vitals remained steady. There was no patient harm.